Event description:
It was reported that the foley catheter cuff did not inflate during the test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter cuff did not inflate during the test.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. CAPA 8266921 was initiated to address the reported event. Received four (4) photo samples. The first photo was a top view of of the 3 way catheter. The second photo was a zoomed in view of the trifurcation site. The third photo was a zoomed in view of the tip of the catheter with deflated balloon. The fourth photo was of the inflation valve with the batch # ngjw2607. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjw2607. Visual inspection noted no obvious observations. The balloon was inflated using the in house syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked into the drainage funnel, balloon didn¿t inflate. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." This specific complaint allegation was part of a broader investigation captured in CAPA 8266921. The CAPA investigation conducted a broader review of labeling, complaints, risk management file, raw materials, and manufacturing changes for this product. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.